Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The gender of the baseline characteristics is male and the baseline age is 70 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:real-world evaluation of magnetic resonance imaging in patients with a magnetic resonance imaging conditional pacemaker system: results of 4-year prospective follow-up in 2,629 patients. Jacc: clinical electrophysiology. 2017; 3(11):1231-1239. Doi: 10.1016/j.jacep.2017.05.011. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding patients with implantable pulse generators (ipgs) receiving magnetic resonance imaging (MRI). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that two patients with no prior history, experienced atrial fibrillation (af) during the MRI scan, and two patients experienced chest pain and chest warmth during the MRI scan requiring the scan to be stopped. The article also reports there was one event of failure-to-capture and one event of sudden rise of pacing threshold resulting in reprogramming the device. The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.